Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-08, 84829002 - equinoxe preserve stem 8mm humeral head; replicator plate 300-11-00, 99472002 - equinoxe torque defining screws. No information provided in the following section(s).

Event description:
As reported, approximately 4 years post op the initial left tsa, this (B)(6) female patient was revised due to pain. In surgery, the glenoid was pulled out without an resistance. Surgeon also had to take out the preserve stem and cement a regular stem. He checked for infection, but there was none. Shoulder was revised to an extended cage. There was significant bone loss on the humerus and glenoid. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: h3: the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening of the glenoid and humeral components and subsequent pain. Contributions from initial fixation, bone quality, or osteolysis to the reported stem loosening cannot be determined from the information provided. Section h11: the following sections have corrected information: (d10) concomitant device(s): 300-30-08, 5149941 - equinoxe preserve stem 8mm; 310-01-44, 5255084 - equinoxe, humeral head short, 44mm (alpha); 300-50-45, 5348708 - 4.5mm short rep plate; 300-20-02, 5400516 - equinox square torque define screw drive kit; 315-35-00, 5403434 - glnd kwire; h4: device manufacture date: 27-feb-2018. H6: component code: 22, known inherent risk of device.